Manufacturer narrative:
B5 is updated to match with complete (yes) report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto with humidifier. The manufacturer received information from the user alleging visualization of particles. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The product associated with this complaint was not returned to the manufacturer. However CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated, and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Should additional information be received, a supplemental report will be filed."

Manufacturer narrative:
B5 is updated due to no further evaluation is possible at this time.

Event description:
The manufacturer previously reported "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted to communicate this information. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.